Manufacturer narrative:
All available information was investigated and the reported inability removing the lock line was confirmed due to an observed knot (material deformation). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined that the reported inability to remove the lock line (mechanical jam) was due to the observed knot on the lock line; however, a cause for the knot cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been returned, but investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted that a posterior prolapse was present. An xtr (00211u228) was inserted and the leaflets were successfully grasped in a location of a2p2. The clip was attempted to be deployed, but after removing half of the lock line, it became stuck. In an attempt to remove the rest of the lock line, the system was relaxed; however, the lock line was still unable to be removed. The physician then decided to invert the clip and retract it into the left atrium (la). Once in the la, the clip was closed and removed without further issues. Another xtr clip was inserted and successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information as provided.